Event description:
It was reported that during a coronary artery stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left circumflex (lcx). The 2.0x15mm apex push monorail balloon was advanced to the target lesion and inflated to 16 atms but the lesion did not open. The physician attempted a second inflation to 18 atms and the balloon ruptured. The procedure was successfully completed with another device with no pt complications reported. The pt's current condition is listed as "good". This prod is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.